Manufacturer narrative:
The device is currently not available for analysis. No conlusion can be drawn at this time. The investigation will be re-opened should add'l data become available.

Event description:
Ous MDR - noise on the ventricular channel of the associated OEM ICD led to a vf detection of the device according to the marker chain. No therapy was delivered.